Manufacturer narrative:
The device history record for the lot number provided will be reviewed. A failure investigation will be performed on the returned sample. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. This report is one of five tubes reported by the customer on (B)(6)2011.

Event description:
The customer reported that the bulb on five 6dct tracheostomy tubes did not inflate evenly, resulting in a misshapen bulb. The customer reported the problem started within the last few months and that they were changing out the tracheostomy tubes weekly.